Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 18 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 15 reported events were confirmed; the cause was traced to component failure. 3 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by damaged bearings or other components. 1 device was found to be affected by a damaged taper lock. 4 devices were found to be affected by corrosion or debris. 2 devices were found to be affected by broken down lubrication. 1 device had no problem found. Additional information: 19 devices were not labeled for single-use. 19 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.